Event description:
It was reported there was a catheter break at the anchor. As a result of the event, the catheter was replaced. A dye study was done as diagnostic testing. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient was in for a routine pump exchange due to the elective replacement indicator being at less than 1 month. The healthcare provider (hcp) was unable to aspirate the catheter. The hcp unhooked the catheter and pushed a little contrast, it all leaked out at the anchor site. The catheter was replaced and the dose was decreased to 0.626 mg/day. No patient symptoms were associated with this event. It was later reported no segments were left in the intrathecal space. The patient was being titrated back up and it was not for sure known if they were at therapeutic dosing yet. The drugs being delivered via the device system were morphine and clonidine. Outcome information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted(B)(6) : 2015, product type catheter. (B)(4).